Event description:
New information notes the issue was discovered in clinic, the patient was asymptomatic, programming changes were made, the patient was stable throughout.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information notes the issue was discovered in clinic, the patient was asymptomatic, programming changes were made, the patient was stable throughout.